Event description:
It was reported by the aci sales professional that a female patient underwent an interventional peripheral procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (rcfa) with a 6f procedural sheath. Post procedure, the physician who is a trained user of the mynx, chose the device to close the access site. There were no reported complications during the procedure or closure. It was reported that post closure, the patient experienced claudication-type symptoms upon walking to the bathroom. The patient was brought back for an angiographic analysis upon which time a flow limiting obstruction was observed in the rcfa. The physician used a jet stream catheter to treat the lesion in the rcfa. Another obstruction was also observed in the distal popliteal artery and the physician used an aspiration catheter (unknown brand) to treat the trifurcation lesion. The patient was reportedly put on a 48-hour tissue plasminogen activator (tpa). The patient was reportedly discharged a few days later (exact time/date unknown) without further clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.